Event description:
It was reported that during use the right ventricular (rv) lead exhibited no capture. The rv lead was revised by inactivation of lead and remains in the patient no patient complications have been reported as a result of this event.